Manufacturer narrative:
The field service engineer (fse) observed fluid leaked at the probe. The fse noted the probe was restricted and not moving freely. The fse lubricated the bearing and slide of the probe and resolved the fluid leak issue. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately one milliliter of fluid leaked from the probe wipe and outside the instrument during backwashing manual probe involving the coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.